Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button was intermittently responsive. There was evidence of keypad contamination found under all button key contacts.

Event description:
On (B)(6) 2013, it was reported that up arrow keypad button was intermittently unresponsive. It was reported that there was no damage to the rubber keypad itself. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the pump powered on with a clear and legible display screen. Investigation was not able to confirm or duplicat the complaint. This reported event does not meet animas' criteria of a reportable adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.